Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid was found to be leaking from the back of the tubing while attempting to resolve a cycler alarm during dialysis treatment. Follow-up was made with the pd patient, who stated the fluid leak was observed when he opened the cassette door and was removing the cassette from the cycler and confirmed there was no issue with overfill and no injury occurred. The patient stated he was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. The patient stated he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient indicated the cassette sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported fluid was found to be leaking from the back of the tubing while attempting to resolve a cycler alarm during dialysis treatment. Follow-up was made with the pd patient, who stated the fluid leak was observed when he opened the cassette door and was removing the cassette from the cycler and confirmed there was no issue with overfill and no injury occurred. The patient stated he was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. The patient stated he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient indicated the cassette sample was discarded and was no longer available for evaluation.